Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site. The damage to the dongle was confirmed and the part was replaced, resolving the issue. Part return has been requested, but no part has been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the dongle on the imaging system is loose and has stripped screws. This was discovered outside of any patient involvement. No additional details were provided.

Manufacturer narrative:
The hardware investigation of the returned dongle found that the reported event was related to a physical damage issue. The threads on the screws that hold the dongle to the mobile view station (mvs) cart were stripped, causing the dongle to be loose. The reported event was confirmed.